Event description:
Braun custom percutaneous catheter introducer design fault resulted in uncapped and uncontrolled hemorrhage causing cardiac arrest and death. Note simple unscrewing mechanism at hub. Device sent to coroner 9/4/99.